Manufacturer narrative:
(B) (4). Evaluation: an iab, saf sheath and arterial pressure (ap) tubing w/stopcock were returned. Blood was observed on the exterior surfaces of the iab. The sheath was on the bladder 19.6cm from the distal tip. The ap tubing was on the luer end of the iab. A guidewire was easily passed thru the central lumen. The sheath was pulled back onto the catheter. A vacuum was pulled on the iab and it held. The iab was submerged in water and pressurized: no leaks were detected. The fos connector and cal key were connected to the fos cable which was connected to the iab. The fos center post was correctly positioned in the housing. Under magnification, the center post was observed to be clean. The fos was light level tested and failed with an indication of broken fiber. The cal key was tested with a good sensor and passed. The fos was connected to an iabp easily. The iabp did not recognize the connection and the fos status was ll (low light). The bladder was cut down for further investigation: the fos fiber was found to be broken 1.3cm form the distal tip. The correct amount of glue was present where the fiber is tack to the iab tip. As was done in this case, when the fos is not available, the iab is still able to be used since an ap signal is available thru the central lumen. A transducer can be connected to the central lumen, as in all iabs, and the ap and timing can be monitored from this location. The effect of not having an ap fos signal is that the enhanced wave inflation timing algorithm is not available in autopilot mode. The reported event was confirmed, as the fos fiber was broken. It is unlikely that the iab was a causal or contributing factor to the death of the pt. The reporting healthcare professional said, "the pt's death has not been attributed to the iab." We are submitting this report because we have determined that on the info available, we cannot conclude with certainty that the device was not a contributing factor".

Event description:
It was reported that on (B) (6) 2009 while in the cath lab, the intra-aortic balloon (iab) was prepped and the md inserted the sheath into the femoral artery. When the iab was connected to the pump, the pump alarmed "low light (ll) alarm". The perfusionist tried another pump and this pump also alarmed "ll alarm". As a result, the central lumen was used. The iab was removed on (B) (6), the pt expired (B) (6). Per the perfusionist "the pt's death has not been attributed to the iab".